Event description:
It was reported that a malfunction with code malf 9 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur.